Event description:
During surgery, md was using a covidien edo gia ultra universal stapler ref #egiaustnd, lot#p9m1270y, exp: 11/30/21. When the stapler started to malfunction. He tried using a different reload then asked for a second stapler. The same malfunction happened. I then opened a second stapler with the same reference/lot/exp. Date. The same occurence happened again. The md then asked for a third stapler to be opened, again the stapler had the same reference/lot/exp. Date and it was malfunctioning per md. Md then switched to a different manufacturer product 60mm standard and was satisfied with the result.